Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level exceeded 500 mg/dl, and the specific value was unknown, displayed as "high." The customer did not take any corrective actions to address the high blood glucose level. Customer declined further troubleshooting.